Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. Haptic bent on insertion into the eye. Lens was removed with no pt injury. No enlarged incision and no suture needed. Another same model and size lens was implanted. Reporter stated the lens was damaged due to loading error.

Manufacturer narrative:
(B)(4): evaluation results: visual inspection of the returned product found lens torn in half. Piece of haptic torn off and missing. Lens was returned in vial and in liquid. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error; (B)(4).